Manufacturer narrative:
(B)(4). Date sent: 11/24/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that three ecr45w reloads were returned inside its package unopened; upon visual inspection, packaging individual was noted yellowish. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on how the packaging individual carton piece was stain. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis for one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows four reloads 45mm inside of the sterile packaging. Based on the picture provided the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the box were found contaminated as attached photo shows. There is not any damaged on the out package. This issue was found during goods inspection, not involved in any surgery. No additional information can be provided.